Event description:
Slow flow in both ways and no reflux in the red way and when performing the "flushing" procedure with saline solution when deactivating it, a fracture occurred.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Received one 7f double lumen long-term silicone cvc for evaluation. A visual examination of the device indicated a tear in the lumen approximately 1cm distal to the end of the blue sleeve. The tear is curved, not straight and is approximately 4mm in length. A functional evaluation indicated that the lumen leaks when both the red and blue sides are flushed. The device was evaluated by medcomp engineering. Their review indicates the location, shape, and edges of the tear suggests it may have been caused by an accidental nick to the lumen with a sharp instrument. The contract manufacturer conducted a review of the manufacturing records for the lot number provided. The device history record review established the device was manufactured within specification and customer requirements. There were no deviations or process changes in the manufacturing and/or materials for this part number. All inspections and sequence of operations were properly followed and documented. A 100% leak test is performed during inspection of this device. This test is capable of detecting lumen holes/tears in the lumen that could lead to a malfunction. We are unable to determine the root cause or factors that may have contributed to this event. The report indicated that there was either slow or no flow from either lumen, indicating possible obstruction. The "fracture" occurred during flushing. It appears the catheter may have been stressed beyond the design capabilities. The instructions for use include the following information. "Excessive force should not be used to flush an obstructed lumen.".